Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks. A magnet was placed over the device to suspend detection, however the device did not respond to the magnet, and the patient received shocks with the magnet in place. It was also reported the lead possibly migrated across the septum and into the left ventricle, or possibly perforated the pericardium. This could not be confirmed via echocardiogram. The lead exhibited sensing difficulty, threshold increase, out of range impedance, oversensing of noise, non capture, and a possible coil fracture. Both the device and lead were explanted. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks. A magnet was placed over the device to suspend detection, however the device did not respond to the magnet, and the patient received shocks with the magnet in place. It was also reported the lead possibly migrated across the septum and into the left ventricle, or possibly perforated the pericardium. This could not be confirmed via echocardiogram. The lead exhibited sensing difficulty, threshold increase, out of range impedance, oversensing of noise, non capture, and a possible coil fracture. Both the device and lead were explanted. No further patient complications have been reported as a result of this event. Further analysis of device performance data indicates that the lead had dislodged and that the result was the inappropriate shocks.

Manufacturer narrative:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks. A magnet was placed over the device to suspend detection, however the device did not respond to the magnet, and the patient received shocks with the magnet in place. It was also reported the lead possibly migrated across the septum and into the left ventricle, or possibly perforated the pericardium. This could not be confirmed via echocardiogram. The lead exhibited sensing difficulty, threshold increase, out of range impedance, oversensing of noise, non capture, and a possible coil fracture. Both the device and lead were explanted. No further patient complications have been reported as a result of this event. Further analysis of device performance data indicates that the lead had dislodged and that the result was the inappropriate shocks. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated capture, failure to electrode(s), migration of impedance, high interference lead(s), fracture of migration oversensing shock, inappropriate high threshold.